Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error alarm. The customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer stated that it took 30 minutes to get the insulin pump back to working, however it was working. The insulin pump will not be returned for analysis.